Event description:
It was reported that during an orbital atherectomy (qa) treatment procedure, the viperwire guide wire fractured during removal requiring surgical cut-down for complete removal. The lesion being treated was located in the left proximal sfa extending to the popliteal with minimal flow from the takeoff of the sfa to the knee. The vessel contained multiple lesions which were calcific and restenotic with 85-90% stenosis. The physician advanced a 7f/45cm sheath to the left external iliac artery and the 0.014 viperwire was advanced to the distal popliteal artery. The physician used a 2.0mm solid crown diamondback oad at medium and high speeds for a total run time of 7 minutes with no difficulty. When the oad was removed through the 6x45 introducer sheath, some resistance was met at the aortoiliac bifurcation. The atherectomy was followed by angioplasty with 6mmx220mm balloon inflated twice to 4 atms for 3 minutes in the sfa and pop with <10% residual stenosis. The balloon was removed and f/u angiograph was performed. The physician noted spasm below the knee, so nitroglycerine was administered. When he attempted to remove the guide wire which was parked at the mid peroneal, it broke at the aortoiliac bifurcation. The physician pulled the introducer sheath back and attempted to snare the fractured wire fragment with 2 different types of snares. He was able to capture the guide wire at one point, but while removing it, it slipped out of the snare while coming over the horn. No other snares were available, so he consulted the surgeon to perform a cut-down for removal of the retained wire fragment. The surgeon performed a small femoral transverse cut-down to the femoral artery, successfully visualizing the wire and cut it in half before retrieving the portions proximally and distally. The patient remained stable throughout the atherectomy and surgical procedures. Device analysis: two sections of the original guide wire were returned for analysis. The oad and cable assembly were not returned for analysis . The initial visual and tactile examination of the distal guide wire section revealed spring tip coils that were bent. The fracture site was located approximately 58cm proximal to the distal end of the spring tip. The proximal section of the guide wire was measured and is approximately 20.7cm long. The section exhibited fractures on either end. There were no other abnormalities or damage to the guide wire that would have contributed to the reported event. The guide wire length for this model is 335cm which leaves approximately 255cm of the core wire that was not returned for analysis. At the conclusion of the failure analysis investigation, it was determined that the guide wire fractured due to fatigue overload, but the root cause of the elevated fatigue stress environment remains unknown. Potential conditions that could have created an elevated guide wire fatigue environment include a tight bend in the patient's anatomy, a bent or damaged oad driveshaft or a kink in the guide wire. As the oad and remaining sections of the guide were not returned, a complete analysis to test these hypotheses could not be performed. (B) (4).